Event description:
Per the clinic, the patient reportedly the rechargeable battery for the sound processor was found to have caught fire and burnt. The equipment was advised to be removed from service, and a replacement was sent. No reports of patient injury are associated with this event.